Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. The target lesion was located in the left cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon¿ was selected for use. During unpacking, it was noticed that the device was caught by the sterilization bag and was dropped on the floor. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.